Event description:
It was reported by service report that the left siderail would not latch due to a broken spindle spacer and bent spindle. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.